Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 2.25mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was in good condition post-procedure.